Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported the ventilator alarmed vent inop due to flow sensor failure. Patient involvement and harm is unknown.

Manufacturer narrative:
Follow up attempts were made to obtain patient information; no response received. (B)(4).